Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps every time the green status indicator flashes. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 26th november 2018. During the investigation, the green status led was flashing green along with an audible chirp, as per the reported fault. The red status led on the membrane was measured and found to have failed. This had resulted in a leakage current to beeper bp1. The fault could not be replicated when the red status led was removed from the membrane. This would confirm a current leakage across the component had resulted in the reported fault. The status leds are tested during (B)(4) final unit test, the device successfully passed final unit test on the 26th november 2018. This would therefore indicate the component failed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device beeps every time the green status indicator flashes. There was no patient involved in this event.